Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 & 3.2 failed to detect the communication bus. The field service engineer tested the hardware in diagnostics and checked each pocket status on both drawers; all cubies were working fine. The fse shut down the station and opened the back panel to access the drawer. The fse disconnected the cables, cleaned the connection points, and reseated them, resolving the issue. Finally, the fse powered on the station and recovered the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer kept failing in the device. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and causing a delay. However, there were no adverse events or injuries reported based on this event.